Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and they contact to their healthcare professional. The customer¿s blood glucose level was 300 mg/dl. Customer's current blood glucose was 224 mg/dl. The customer reports that the insulin pump was dropped. Customer states the pump does not rattle when they shake it. The customer was associated with self test, test did pass and they did not see missing segments during the self test. The insulin pump will not be returned for analysis.